Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported shaft separation was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual inspection of the returned device, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric and 99% stenosed distal left anterior descending artery. A 2.0 x 15 mm mini trek balloon catheter was used for pre-dilatation. There was no resistance advancing or removing the balloon catheter. An intravascular ultrasound (ivus) catheter was advanced but could not cross the lesion so the same mini trek was going to be used for additional dilatation; however, when removed from the soaking tray, the hypotube had separated. Another same size mini trek was used for dilatation and a xience xpedition was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: taiga 6f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.